Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1nenm serial# implanted: explanted: product type lead product ID neu_wrench_acc l ot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if this was an out of box issue. The cause of the issue was unknown but a new torque wrench was used in the or to resolve the issue. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturing representative (rep) called from or to report that they had trouble getting the battery unscrewed from the header, so a new torque wrench was obtained which was able to loosen the lead from the header block. During this process, it caused the lead wire to pull ~2mm out of the insulation, leaving a portion of exposed wire. The caller was asking about whether or not to explant due to the exposure. The agent reviewed that the lead could be considered damaged at this point, in which case the lead would need to be explanted. The caller stated they would send the lead back for analysis after explant. An email was sent to caller requesting those details along with instructions for caller to order return mailer kit.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; brand name; product ID neu_wrench_acc (serial: unknown); product type: 0001-accessory; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.